Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that a 900mr810 reusable adult breathing circuit was broken near the chamber side after five times of disinfection. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint 900mr810 reusable adult breathing circuit was returned to fisher & paykel healthcare in new (B)(4). It was visually inspected, the bead width, bead height and outside diameter were measured and the film thickness was measured. Results: visual inspection revealed an approximately 2 mm tear of the film near the chamber end cuff. The measured bead width, bead height and outside diameter were within specification. Also the measured film thickness was within specification. A lot check revealed four other complaints of this nature for lot 141211. Conclusion: we are unable to determine what may have caused the damage noted on the returned 900mr810 breathing circuit. However, it is possible that the tube may have been pulled at the tube instead of the cuff. All 900mr810 reusable adult breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported damage occurred after the subject breathing circuit was released for distribution. The user instructions that accompany the 900mr801 reusable adult breathing circuits state: "inspect circuit before re-use, do not use if the circuit shows signs of deterioration such as: cracks, tears or damage." "Perform a pressure and leak test on the breathing system, and check for occlusions before connecting to a patient." "Disconnect tube by handling end connectors only, do not pull or twist tubing as this may cause damage." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that a 900mr810 reusable adult breathing circuit was broken near the chamber side after five times of disinfection. No patient consequence was reported.